Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. The customer¿s blood glucose level was 109 (mg/dl). Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.